Event description:
It was reported that during an iliac artery interventional procedure, a fox plus balloon delivery catheter (bdc) was advanced. Reportedly, the physician noted on angiogram that the balloon markers on the bdc were placed closely together. They were not separate as they had expected. The fox plus bdc was removed without inflation and another fox bdc was used to successfully complete the dilation. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Event description:
Description updated: it was reported that a patient was undergoing an endograft repair of an abdominal aortic aneurysm, during an iliac artery interventional procedure, a fox plus balloon delivery catheter (bdc) was advanced. Reportedly, the physician noted on angiogram that the balloon markers on the bdc were placed closely together. They were not separate as they had expected. The fox plus bdc was removed without inflation and another fox bdc was used to successfully complete the dilation. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information. Reportedly, the site submitted a user facility medwatch to the FDA.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the mislocation of the markers. An lhr review of the affected lot indicated no associated nonconformance records. The devices were manufactured according to the process/manufacturing specifications and lot release quality control testing showed no deviations to the specification. A review of the complaint handling database indicated no similar complaints reported for this lot. Based on an expanded investigation, it was determined that this was an isolated event and was not representative of the entire lot. This type of reported event will continue to be monitored per local quality system procedures.